Manufacturer narrative:
The valve did not meet the specifications for patency or leak testing due to a tear in the top membrane of the delta chamber. It is unk how or when this damage occurred. The damage precluded siphon, reflux, pressure-flow and pre-implantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the valve was found to be leaking during pre-implantation testing. No impact to the pt was reported.